Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a patient received a burn from a toco transducer. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The device was sent to the philips product support engineer (pse) and research and development (r&d) to be evaluated. As per r&d there were no signs of malfunction or defect in the transducer. The skin burn issue appears due to skin irritation/allergy, because of chemical reaction between rest particles of cleaning agent on the surface of the transducer and skin. To reduce the risk of skin irritations, do not allow a cleaning or disinfecting agent to leave residues on any of the equipment's surfaces - wipe it off with a cloth dampened with water, after allowing the appropriate time for the agent to work. Follow the safety instructions of the used cleaning or disinfection agent, especially regarding skin contact. As per r&d there were no signs of malfunction or defect in the transducer. The skin burn issue appears due to skin irritation/allergy. There was a chemical reaction between the rest of the particles of cleaning agent on the surface of the transducer and skin.

Event description:
It was reported that a patient received a burn from a toco transducer. The patient received a burn from a toco transducer. The device was in use monitoring a patient at the time of the event.